Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was implanted within the bronchus during a bronchoscopy procedure performed on (B)(6) 2011. According to the complainant, this covered stent was chosen due to the underlying tumor and atelectasis. The patient's anatomy was not tortuous. The complaint confirmed that there was no visible damage to the device prior to use. However, he reported that it would have been difficult to have seen the cover prior to deployment. During the procedure, once dilation and correct placement was confirmed, the stent was deployed. Immediately post deployment, after visualization through the bronchoscope and radiographic imaging; the physician felt that the stent had no cover. Reportedly, nothing detached during deployment. The physician is comfortable leaving the stent implanted, as it is still serving the patient's needs in keeping the airway open; however, he preferred to have a covered stent implanted. The procedure was completed with this stent device and no further intervention is planned. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18 device: component code 515 (stent) relates to problem code 2306 (component missing) for the reported issue of stent cover missing the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.